Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd angiocath¿ plus IV catheter connection separated from the mating component. This occurred 3 times during use. The following information was provided by the initial reporter: "IV catheter control plug easily deflate out".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/8/2020. H.6. Investigation: one photo and three samples were received by our quality team for evaluation. During visual inspection, the vent plug was observed to be missing on all returned samples. The investigation was able to confirm the customer experience. A device history record could not be evaluated as the lot number is unknown. The manufacturing process was reviewed. There is a vision system in place at the packing line to detect the missing components. The returned samples were used to challenge the automated vision system at the packaging line and the vision system was able to detect the non-conformance. This non-conformance may have occurred outside of the manufacturing facility. Current controls in place to detect this non-conformance include a daily in-process inspection to ensure no missing components. This inspection includes an hourly visual inspection for both assembly and the packaging line. There is also an outgoing visual inspection performed to ensure no missing components. H3 other text : see h.10.

Event description:
It was reported that the bd angiocath¿ plus IV catheter connection separated from the mating component. This occurred 3 times during use. The following information was provided by the initial reporter: "IV catheter control plug easily deflate out."